Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reports pain on incision site. They feel bruised and say it is hard to more or sit. The patient also feels the leads moved or are not working and they don't feel stimulation. "Settings not available" appears on their controller and they can't go higher than 5.2v. As a result of the call, troubleshooting was unsuccessful and the sales rep was notified. The next day, patient said they were unable to self void as of yet and they don't feel the leads were placed correctly. They could not increase stimulation past 4.6v and saw the error message again. They didn't have a bowel movement on monday. No further patient complications have been reported as a result of this event.